Event description:
It was reported that about half a day after intubation, the pilot balloon was found detached. The patient was breathing spontaneously with no body movements observed. No patient injury. No additional information is available for this complaint.